Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements below 200 ohms. The physician opted to explant and replace this lead and upon extraction, it was noted that there was a section of the insulation that was breached. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements below 200 ohms. The physician opted to explant and replace this lead and upon extraction, it was noted that there was a section of the insulation that was breached. No additional adverse patient effects were reported. This lead has not been returned.